Event description:
A report was received that the patient had discomfort at the anchor site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had discomfort at the anchor site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had discomfort at the anchor site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure where in the old ipg was just replaced with a new one. No device malfunction was suspected, the physician just upgraded the battery. The patient was doing well after the procedure.

Manufacturer narrative:
Additional information was received that the clik anchor was replaced at the time of the surgery with a silicone suture sleeve and the paddle lead was moved.